Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and changed their infusion supplies while on a support call for the ilet system; a subsequent follow-up confirmed that glucose levels were trending down and no further assistance was needed. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included customer follow-up and troubleshooting with education. Investigation of this case revealed no device alarms other than an ilet alert code 398 and no confirmed device malfunction, with resolution achieved through user supply change and self-management. It was concluded, based on previously established findings for similar reports, that the cause was unclear.